Event description:
It was reported that the device ruptured. The 99% stenosed target lesion was severely tortuous and severely calcified lesion. A 2.25 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for use. During procedure, the balloon ruptured, the device was removed, and the procedure was successfully completed with another of the same device. There was no patient complication, and the patient was in good condition after the procedure.